Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the scope was clogged with a foreign object, but the object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; the control knob had play and low tension, the objective lens had peeled glue, the bending section cover had a crack, there was no suction flow and the control body had a customer label, there was no brush passage due to the foreign objects in the suction cylinder / instrument channel, and the device leak check was unable to be conducted due to the foreign object in the instrument channel. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a stent stuck in the coil of the scope. The issue was found during an unspecified procedure. There were no reports of patient harm.